Event description:
It was reported that during a lap total prostatectomy, the device became not to cut the target tissue when trying to move I-blade in about 2 hours though the device was activated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaws close? No information, however, it was not reported that the jaws had had a problem. Were the jaws difficult to open and/or close? No information the device was received with the top of the I-blade lower tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.